Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: can you identify the product code and lot number used? Were there any unexpected outcomes or complications as a result of the "increased pain in patient"? How was the pain treated? Was there any change in the patient¿s post operative care due to the pain? Were there any patient consequences? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an episiotomy procedure on (B)(6) 2024 and suture was used. During the procedure, during delivery, the patient needed to suture the skin of the external genitalia with suture. After the suture was completed and knotted, the suture suddenly broke, requiring a second suture, which increased the patient's pain. The patient was comforted and replaced with a new suture. No adverse patient consequences were reported. Additional information was requested.